Event description:
It was reported that a pt underwent a sling procedure in 2007. Post-operatively the following day, the pt was experiencing voiding dysfunction with high residuals on post-void bladder scan. As a result, a pull down procedure of the sling was successfully performed under general anesthesia in 2007. The pt was discharged from the hosp the following day, with normal voiding function.

Manufacturer narrative:
Date sent to the FDA: 7/2/2008. - urinary retention occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.